Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While impacting the liner, the white handle impactor broke.

Manufacturer narrative:
Examination of the returned instrument confirmed the plastic portion of the handle broke in half. Previous investigations found (B)(4) that was implemented on (B)(6) 2006 to alleviate handle fractures; a metal washer was added at the distal end of the handle to protect the radel handle from impact during an extraction type hit. The date code (B)(4) indicates the instrument was manufactured in (B)(6) 2004 and is over 11 years old. Although the instrument was manufactured prior to the design change, the root cause is attributed to heavy usage. Based on the investigation, further corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.